Event description:
The customer reported the alarm led failed, and the error was present in the log. Not in patient use. Ventilator was being set up. The customer replaced the power management pcba, however it did not resolve the issue. The remote service engineer advised to replace the power switch overlay. Further information is pending.

Manufacturer narrative:
The customer replaced the power switch overlay and the issue was resolved.